Event description:
Report that after 3 hrs from set up the ventilator alarmed and stopped cycling. No error codes displayed and unit could not be turned off. Pt manually ventilated until the ventilator changed out.